Manufacturer narrative:
Concomitant medical products: product ID: 7482a40; lot# serial#: (B)(6); implanted: on (B)(6) 2010; product type: extension; product ID: 7482a40; lot# serial#: (B)(6); implanted: on (B)(6) 2010; product type: extension; h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted:(B)(6) 2017, product type: implantable neurostimulator. Product ID: 3764, serial#: (B)(4), product type: programmer, patient.

Event description:
The patient reported that there is a limit on the patient programmer (pp) since implant on (B)(6) 2017. It was further stated that something is wrong with the wire "whether loose or whatever" because whenever the seat belt touches or rubs against that they experience a shock that goes down their arm. Furthermore, whenever they reach over and grab with their hand they get a shock in their arm, which is what caused the battery to go bad after 1.5 years. On feb-15 the patient asked the manufacturer representative (rep) if the wire caused the generator to deplete, who told them there is nothing wrong with the wire. The patient had tremors before surgery for the past 1-20 years, which is a "familiar" tremor and not a parkinson's tremor. The patient's indication for implant is essential tremor and movement disorders.